Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 117 mg/dl at the time of incident. The customer stated that the insulin was squirting out during manual prime process. The customer stated that the drive support cap was flush. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump received with loose/protruded drive support disk, cracked display window, cracked case at display window corners and cracked reservoir tube lip. Prime alarm during basic occlusion test due to loose/protruded drive support disk. The insulin pump passed idle current test, run current test, displacement test and rewind. Unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime test and excessive no delivery test due to prime alarm.